Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021 with blood glucose level 300 mg/dl. The customer's current blood glucose level was 261 mg/dl. Customer's blood glucose level was 400 mg/dl. The auto mode feature was active at the time of high blood glucose event. The troubleshooting was not performed. The customer was treated with insulin IV drip and manual shot. The insulin pump will not be returned for analysis.